Event description:
It was reported that there was two stored episodes that showed some noise on the right ventricular (rv) channel and there were concerns regarding loss of capture. The device did detect noise and there was pacing inhibition greater than four seconds of asystole. The lead impedances were stable. Boston scientific technical services recommended that the patient be seen in clinic for further evaluation. Additionally, this patient was followed up in clinic and the device sensitivity was reprogrammed. No further noise episodes were recorded and the lead parameters were satisfactory and stable. This patient will continue their routine follow up visit. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Additional information to field b5 - describe event or problem. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was two stored episodes that showed some noise on the right ventricular (rv) channel and there were concerns regarding loss of capture. The device did detect noise and there was pacing inhibition greater than four seconds of asystole. The lead impedances were stable. Boston scientific technical services recommended that the patient be seen in-clinic for further evaluation. No adverse patient effects were reported. This rv lead remains in service.